Event description:
On (B)(6) 2009 the pt's wife reported that while she was changing the cartridge of the pt's insulin infusion device, the device motor was making an abnormal noise and then an e10 (cartridge error) displayed. She stated she has seen e10's previously but has had no issues for the past 2 cartridge changes. During the report, the motor made a grinding noise and e10 was again displayed. She was instructed to remove the device battery and re-insert it. She was able to successfully complete the cartridge change process without error but the noise continued. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.